Event description:
The device was used during a gastro obesity bypass procedure. Reportedly, the instrument fired correctly, but the pin would not release. Pin cutters were used to release the instrument. No pt injury was reported.

Manufacturer narrative:
8/18/97 supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.